Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device was not returned to maquet cardiac surgery for investigation; however, photographs were provided by the account. A photographic evaluation was conducted. Product information was observed in one photograph. Signs of clinical use and no evidence of blood was observed. A single black hair was observed in the photograph. It is unclear in the photograph if the device package was opened. Based on the non-return of the device and the photographic evaluation, the reported failure " contamination/decontamination problem"" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The DHR, shop floor paperwork is available for review as an attachment to the record. The lot # 3000362257 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, before the plastic top was removed from the sterile plastic storage container, a hair was noticed inside of the vasoview hemopro 2 kit. The black hair was seen laying in the white accessory kit container. Due to this issue, the device was immediately removed from the sterile field. The plastic top was never removed and the device was never used on the patient. The only procedural delay was the time needed to open a new hemopro 2 kits which was about 2 to 3 minutes. Photos were provided by the complainant which showed a hair strand in the opened tray.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.